Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6). Section d references the main component of the system. Other medical products in use during the event include: battery 9735773 48v s8 svc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system main cast battery completely drained resulting in the system not booting.  There was no patient involvement.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The battery and both uninterruptible power supply (ups) were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. D11) ups 9735787 main cart s8 svc medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.